Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an ipg replacement and pocket site relocation procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was retained and will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.